Manufacturer narrative:
B5: information added.

Event description:
It was reported that respiratory arrest occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. The patient had a history of a prior unsuccessful laa ligation attempt, with persistent flow noted in the laa. A 20mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted successfully without procedural complications. Upon emergence from anesthesia, the patient experienced difficulty breathing and required suctioning of mucus from the airway. After transfer to the recovery area, the patient developed a respiratory arrest due to a mucus plug obstructing the airway. No pulse was detected. Manual ventilation and cardiopulmonary resuscitation (CPR) were performed, resulting in successful return of spontaneous circulation (rosc). Following resuscitation, the patient reported right shoulder and chest discomfort. A computed tomography (CT) scan revealed significant air within the stomach and gastrointestinal tract secondary to manual ventilation. The closure device remained stable on CT imaging, with no evidence of device movement or cardiac complications. A nasogastric (ng) tube was placed to decompress the gastrointestinal tract. The patient remained hospitalized for continued monitoring and is expected to be discharged after an additional night. The patient is expected to fully recover. It was further reported that the patient was discharged.

Event description:
It was reported that respiratory arrest occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. The patient had a history of a prior unsuccessful laa ligation attempt, with persistent flow noted in the laa. A 20mm watchman flx pro closure device and delivery system (wds) was advanced, deployed, and implanted successfully without procedural complications. Upon emergence from anesthesia, the patient experienced difficulty breathing and required suctioning of mucus from the airway. After transfer to the recovery area, the patient developed a respiratory arrest due to a mucus plug obstructing the airway. No pulse was detected. Manual ventilation and cardiopulmonary resuscitation (CPR) were performed, resulting in successful return of spontaneous circulation (rosc). Following resuscitation, the patient reported right shoulder and chest discomfort. A computed tomography (CT) scan revealed significant air within the stomach and gastrointestinal tract secondary to manual ventilation. The closure device remained stable on CT imaging, with no evidence of device movement or cardiac complications. A nasogastric (ng) tube was placed to decompress the gastrointestinal tract. The patient remained hospitalized for continued monitoring and is expected to be discharged after an additional night. The patient is expected to fully recover.